Manufacturer narrative:
The device was discarded. The root cause of the infection cannot be definitively determined; however, the physician noted that the patient¿s use of hot tub may have contributed to the infection. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result " the manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at their lead incision site. Antibiotics were administered but did not successfully resolve the infection. The evoke scs system was explanted. The physician assessed that the patient¿s infection was caused by bacteria commonly found in water and suspected that the infection may have been caused by the patient¿s use of the hot tub.